Event description:
It was reported that the patient visited the ER (emergency room) with hyperglycemia. Patient's mother reported bg (blood glucose) levels were severely elevated because his pdm (personal diabetes manager) was flashing off and on, and they were no longer able to control bg levels with the pump. Mother only referenced bg levels in the low 100 mg/dl range. Symptoms reported include abdominal pain, vomiting, large ketones and dehydration. The patient was treated with intravenous fluids and rapid acting insulin. The patient was released after a few hours. The pod was worn at time of ER visit.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.